Event description:
It was reported that the customer had a buzzing noise and a blank display on the insulin pump. Customer's blood glucose level was 210 mg/dl. Customer stated that he took the battery and let it sit. Customer stated that the pump seemed to be doing okay, but yesterday it did not work. Customer used their spare pump last night. Customer was unaware of any fluid/moisture exposure, but stated that it was raining all day. Customer also stated that a constant tone was occurring. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted during testing and no buzzing noise anomaly noted. The device was received with corroded battery tube. No traces of moisture were noted at keypad traces, electronic assembly or motor assembly per visual inspection. The device also had missing end cap sticker, cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window.